Manufacturer narrative:
Upon receipt, the device was tested on the bench and found to function normally. The cause for the reported field event is due to a confirmed lead issue.

Event description:
During follow-up, episodes of noise and elevated threshold were observed on the right ventricular (rv) lead. The device appeared to have moved within the pocket. During explant, it was noted that the proximal end of the lead had partially separated from the header. The device and rv lead were explanted and replaced. The patient's condition was stable following the procedure. Related manufacturer reference number: 2938836-2017-25003.